Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the connection between the flex and the proximal set up joint (suj), and the cables were normal. After the fse installed proximal suj and troubleshot, the fse found a defective fiber cable on the flex which was installed previously. The fse replaced the flex and proximal suj to resolve the issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that a non-recoverable error 319 occurred. Technical support engineer (tse) confirmed errors 319 in logs pointing to the proximal set up joint (suj) on universal surgical manipulator (usm) 3. Site had already aborted to another da vinci system prior to procedure. There was no reported injury.